Event description:
A ventilator was serviced by a third-party. The device was not in patient use. During the evaluation of the device by the third-party, the device failed a step during testing. The device's oxygen blending module board needs replaced to address the issue.